Event description:
It was reported that during testing conducted at the MFR, the device heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The attachment was received by the MFR; the complaint was confirmed although the failure mode was unable to be determined. The device could not be repaired once evaluated and was discarded.